Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. Device history record (DHR) review: the lot 6008849 was manufactured according to the work instruction (wi) version 81 on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6008849 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA, therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Manufacturer narrative:
E1: patient's city: (B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of low blood glucose level on (B)(6) 2025 at 12:00. The same was treated with glucose gel and glucagon shot. No further information available.